Event description:
It was reported that pump battery did not hold charge. There was no reported impact to the customer¿s blood glucose level. Customer declined follow-up with technical support, was out of warranty, and was in process of obtaining new device, and no additional information was received regarding outcome of event.